Event description:
It was reported to medtronic minimed that the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.). The customer experienced hyperglycemia and was admitted to hospital, where hyperglycemia was treated with an intravenous (IV) insulin drip. The customer reported symptoms including diabetic ketoacidosis, confusion and headache. The event involved product(s) mmt-1884, mmt-242a, mmt-332a, mmt-7040ma. Troubleshooting was performed. The customer was unable to clear the error. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-242a, mmt-332a, mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Based on a medical safety review, including clinical expertise, product analysis, and pump memory/carelink data, the pump is most likely related to the incident. Returned pump (v6.21u) for reported error 43, keypad issues, scrolling screen, and hyperglycemia. Functional testing passed with no anomalies; keypad operated normally and no errors reproduced. Data review confirmed multiple error 43 and 130 alarms on the event date, though insulin delivery could not be fully verified. Product analysis identified a corroded motor home switch and moisture damage on the keypad flex tail and pcba. Keypad issues and hyperglycemia were not confirmed. Root cause attributed to corrosion-related errors. Carelink and pump memory data showed that on the morning of the incident, the pump experienced multiple errors including pump error 43, mfda alarm 130, and failed battery alerts, which led to interruptions in insulin delivery. Blood glucose readings were limited, and the customer performed battery changes and a pump rewind during this time. The analysis of the carelink timeline, combined with product inspection, indicated that the pump malfunctions were the most likely cause of the insulin delivery interruption and subsequent hyperglycemia. The keypad issue was unlikely to have contributed. Overall, the carelink data confirmed a likely relationship between pump errors and the event. The relevant product labeling was reviewed, and the primary harms are adequately described within the labeling. The applicable risk management documentation was also reviewed, confirming that the primary harms and their associated severity are thoroughly characterized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0875 inches. All buttons functioning properly. No scrolling without input during testing. No pump error 43 alarm during testing. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 10-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. In further analysis of the pump history found multiple pump error 43 alarm on 10/10/2025 from 00:23:05.000 until 10:43:43.000 and multiple pump error 130 alarm on 10/10/2025 from 00:31:30.000 until 10:58:02.000. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found corroded motor home switch, moisture damage on the keypad flex tail and j1 on the pcba 1. Force sensor zero offset within specification (23.3 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bgs. Customer alleged not confirmed for pump unable to clear the error (keypad anomaly) and pump screen was scrolling without input. Pump error 43 and 130 alarm confirmed multiple times in the pump history due to corroded motor home switch. Found moisture damage on keypad flex tail and j1/pcba 1 during the visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.